Manufacturer narrative:
A lot history review (lhr) of ngye2314 showed no other similar product complaint(s) from these lot numbers. Additional information: this complaint is confirmed and should be reported as user related. The product implicated and returned for evaluation is a tri-funnel replacement gastrostomy tube 20 fr 20cc. Black residue was seen throughout the ID of the feeding tube. A light brown residue is incrusted on the od of the balloon. A gross visual, microscopic examination reveals that from the feeding adapter distally to the internal balloon the feeding tubes inner walls are encrusted with a residual material. A 1 inch section of tubing was cut out of the tubing. Microscopic examination of the inner diameter of the tubing was accomplished by splitting the tubing in half. After the incision was made, the tubing was split apart so as to observe the ID walls. A black light brown foreign material has encrusted and adheres to the ID walls of the tubing. Attempts to wipe the material away with a germicidal wipe are unsuccessful. A blunt instrument was used to scrape the material off the inner wall. It should be noted that it was easily removed. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process. Flushing the feeding tube with warm water before and after feedings will prevent most blockages and buildups of residual material. Additionally, mold, yeast and bacteria can migrate from the stomach into the feeding tube. The microorganisms attach to the walls of the feeding tube and grow, that can lead to tube clogging and degradation. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process. This appears to be a user maintenance issue. It was reported that the indwell time of the tri-funnel device was between (B)(6) 2014. It should be noted the product IFU indicates that the tri-funnel should be replaced every 30 days.

Event description:
It was reported that the caregiver contacted us stating that the probe used was visually impaired. Unit placed on (B)(6) 2014 and withdrawn in (B)(6) being functional by the impaired product presentation. It was questioned the use and care including diet used. The diet is industrialized (B)(4). The diet supplier was contacted questioning the cleaning care after consumption. It was found that the customer carry out the procedures as indicated. The customer has good knowledge about the product, technical and care. It is used sterile vials for diet supply. For about eight years patient used probes of bard brand without problems. In (B)(6), it was placed a unit that, in a few days, started presenting black spots. Per patient option this probe was exchanged and discarded. It was placed a new probe (in this regard) in (B)(6). At this point, client contacted us by phone, informing the case, because the probe started presenting black spots. Together with the hospital team we've been following the evolution of the spots, and in (B)(6) this second probe was replaced, it was functional, but removal due the visual loss of the product.